Manufacturer narrative:
Evaluation summary report attached in (B)(6) was translated to english.

Event description:
Isr, crossover with 6f terumo and 80219. Successful passage of occluded mid femoral stent. After passing the occluded stent rotarex blocked in healthy segment. Removed rotarex showed "some" metal appearing out of the rotarex tip. Procedure was successfully completed.